Event description:
Reporter contacted baxter product surveillance regarding a transfer set which was damaged (melted) on the spike during use with the uv-flash instrument. The transfer set was replaced by a new one. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
The baxter product analysis lab received the sample and this complaint was confirmed to have a damaged (melted) spike during use with the uv-flash instrument. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.